Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced several parts (foot, motor blower assembly, harmony valve assembly, user interface, internal membrane, main shell, foam gasket and screen shell assembly) and the issue was resolved. The device was returned to service. The blower assembly was return for analysis. An investigation was performed and the focus flow valve broken white wire created the error code 41. The 18v boost failure could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device is blowing warm air and when moving the power lead, the device turns off. There was no patient involvement.